Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the sureform 60 blue reload be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler blue reload fired halfway when a tissue too thick message appeared. The customer noticed something in the jaws and used another stapler. It was found that the reload has a plastic piece in the channel. The user completed the procedure using a backup sureform 60 stapler blue reloadwith no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.